Manufacturer narrative:
This report is submitted on july 04, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement and non-auditory stimulation with device use. Subsequently the receiver-stimulator was explanted on (B)(6) 2017 the electrode array was left in-situ. Re-implantation is planned but has not taken place as of the date of this report.